Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017; 6944-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing by the right atrial (ra) lead noted on stored electrograms resulted in possible false classification of episode termination. The lead remains in use. No patient complications have been reported as a result of this event.